Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the cartridge revealed that the first loading unit was partially fired. The anvil was bowed, and the knife bar assembly was buckled. The loading unit was loaded into a pmv instrument for functional testing. The interlock was overridden and the loading unit was applied to test media. All remaining staples were placed and test media was cleanly transected. The second loading unit was received fully fired. The anvil was bowed, and the knife bar assembly was buckled. The loading unit was loaded into a pmv representative instrument for functional testing. The loading unit was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented each loading unit from cycling a second time. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and buckled knife bar assembly may occur under the following conditions firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when dividing the colon during a laparoscopic low anterior resection, the stapler made a loud sound and partially fired. After trying with a second reload, another handle was used with no issues. There was no patient injury.